Event description:
Additional information received reported that the patient received assistance from their health care provider (hcp) or manufacturer representative and their concerns were resolved.

Event description:
It was reported that there was a possible problem with the implantable neurostimulator (ins). The patient had to have either the device or the leads replaced because the patient lost weight and the battery was coming out of the patient¿s butt and she couldn¿t stand up straight. It was noted they ¿just dug a deeper hole in her bottom.¿ the patient stated she lost (B)(6) and the thing was really loose. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), implanted: (B)(6) 2009, product type programmer, patient; product ID 3889-28, lot # v224725, implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type lead; product ID 3889-28, lot # v224725, implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type lead. (B)(4).